Manufacturer narrative:
Product information was not provided. Manufacture date could not be determined without the product information. Patient information was not provided.

Event description:
Pharmacist called stating the patient's breeze2 meter read 30mg/dl higher than the blood glucose reading on the doctor's meter. Specific readings were not provided. Depending on the actual results, the difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product was not expected to be returned and was not replaced at the time of the call.